Event description:
Per complaint (B)(4), during clinical procedure, it was observed that internal attachment area for the driver was stripped.

Manufacturer narrative:
Follow-up submitted to report device evaluation.